Manufacturer narrative:
(B)(4). Additional information: the analysis results of the flr02 found that only the lower retractor ring was returned with evidence of the sheath around it; the sheath was noted to have evidence of a sharp device had contact with it, the rest of the material was not received. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A possible cause of the damage at the sheath is the use of sharp instruments accessing through the device during the surgical procedure. This damage may be increased while pulling the device during removal of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the access retractor device was used, along with a competitor¿s device, in a hand assisted laparoscopic colectomy procedure on (B)(6) 2014. Post-op, the patient developed a leak. When they did a CT scan to detect the leak, they saw that a ripped piece from the inner ring of the retractor had been left inside the patient. Apparently during the original procedure, a piece had ripped away and was inadvertently left in the patient. The surgeon was unaware the device had ripped and that a piece was left in the patient. On (B)(6) 2014, when they went in to correct the leak, they removed the piece from the patient. The device had already been previously discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon confirmed he was unaware of the rip during the original procedure and the patient was brought back for reasons unrelated to the piece of the retractor; the patient had a perforated bowel.

Manufacturer narrative:
(B)(4). Additional information: a photograph of the retractor was received and reviewed. This device failure may have been caused by a tear that began near the ring. It is possible that the tear was started due to a nick from a surgical device. Due to the tension that is exerted on the retractor sheath when it is placed through the abdominal wall, the tear may have propagated around the sheath near where it is wrapped around the ring. Typical removal of the device would involve the surgeon reaching through the device and grabbing the inner ring and pulling it through the device. It is possible that after the retractor had begun to tear, it may have torn completely free when the surgeon pulled the device from the patient.